Event description:
Medtronic received information that pump error 82, no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 5.2a. Retainer ring=black. Customer complained on 09/12/2021 the pump alarmed insulin flow blocked and pump error 82. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 82 alarms or unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thumps. Confirmed in the pump history download the pump alarmed insulin flow blocked alarm on 09/12/2021 08:00:00.000 and pump error 82 on 09/12/2021 08:01:00.000 due to moisture damage to the pcb1 board. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case above the arrow and battery cap icon. The p-cap/reservoir does lock properly. No pump error 82 alarms or unexpected insulin flow blocked alarms noted during testing. However, confirmed in the pump history download the pump alarmed insulin flow blocked alarm on 09/12/2021 08:00:00.000 and pump error 82 on 09/12/2021 08:01:00.000 due to moisture damage to the pcb1 board.